Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was pacing at rates below the programmed lower rate. The ICD was reprogrammed to asynchronous pacing. The patient was reported to have symptoms including dizziness and dyspnea. The ICD remains in use. No further patient complications have been reported as a result of this event.